Manufacturer narrative:
The pump was received with a partial display due to a cracked lcd glass. The p-cap did lock properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had missing segments from the lower center and failed self test as insulin pump has been bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.